Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on firing, the stapler was unable to fire, the handle was not squeezed and the device would not close. Another handle was used to complete the case. There was no patient injury.